Manufacturer narrative:
One 8mmx25mm biorci ha screws was returned for evaluation. Visual assessment of screw confirmed the reported breakage. Approximately 11mm¿s of the distal threads have been broken off and were not returned. The screw is also cracked proximal to the break area. Dimensional assessment of the screws major diameter and wall thickness was measured and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion. A review of the clinical details did not mention a starter or tap being utilized prior to insertion of the screw. (B)(6).

Event description:
It was reported that during crossed ligament reconstruction surgery, the screw was broken, all the broken pieces were removed from the patient's anatomy using tweezers. No patient injuries or significant delay was reported. Back-up device was available to complete the surgery.